Event description:
It was reported that a patient's device is showing low impedance after a diagnostic test. Clinic notes were received for the patient's revision surgery due to the low impedance which stated that the output settings were changed and the lead impedance was low as confirmed prior. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Lead analysis approved and a condition was observed in the returned lead portion that could have contributed to the reported allegation, per product analysis (pa). During the visual analysis abraded openings were observed on the outer and connector pin and connector ring coil inner silicone tubes. Both quadfilar coils were exposed in this area. The exposed coils may have been a contributing factor to the impedance allegation. The connecter pin quadfilar coil also appeared to be melted. It appeared the area had re-solidified material and spatter was found on the surface of the coil stands. It is unknown what exactly caused the coil to melt. Based on obvious signs of mechanical damage on the coil surfaces, it is possible that the thermally damaged coils were exposed to a high temperature device such as electrocautery tools. The abraded openings found on the outer and inner silicone tubes most likely provided the leakage path for dried remnants for what appeared to have once been body fluids in the tubing. With the exception of the abraded openings on the outer and inner tubes and exposed quadfilar coils, the condition of the returned lead portion is consistent with those that typically exist following an explant procedure. Set screw marks found on the lead connector pin provide evidence that at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed and no discontinuities were found. Based on the findings in pa lab, there is evidence to support the low impedance short circuit condition. Note that since a large portion of the lead assembly including the electrode array section was not returned, an evaluation and assessment cannot be made on that portion of the lead. No additional relevant information has been received to date.

Event description:
The patient's generator and lead were explanted and received into analysis. Generator analysis was completed and reviewed. The generator was returned due to low battery allegations however the battery was found to not be at a low battery condition per product analysis. There were no performance or any other type of adverse conditions found with the generator. The generator diagnostics were as expected for the programmed parameters. An electrical evaluation showed that the generator performed according to functional specifications. Lead analysis has not been completed to date.